Event description:
Patient has continued pain post-implant. Pain started in his side but is now in his chest. Device is not currently being used.

Event description:
Reporting on this event was duplicated in MDR reports 3007666314-2019-00019 and 3007666314-2019-00005. All follow up information is included in 3007666314-2019-00005 reporting.

Manufacturer narrative:
H3 other text : placeholder.